Event description:
Report rec'd of j retention wire fracture without protrusion through the outer polyurethane insulation. The pt has since expired unrelated to lead. Postmortem explant reveals a suspected j retention wire fractrue without protrusion through the outer polyurethane insulation.